Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the same cartridge onto the pump and resumed insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy.